Manufacturer narrative:
(B)(4). Device evaluated by MFR: it is indicated that the device will not be returned for evaluation. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that stent dislodgement occurred. Vascular access was obtained via the left common femoral artery utilizing contralateral approach. The target lesion was located in the right common iliac artery. After a 0.35 guidewire was placed up and over to the right superficial femoral artery (sfa), angioplasty was performed with a 6x30 mustang balloon and was removed with no problem. Then a 9.0x30x135cm express® ld iliac / biliary stent was advanced over the bifurcation of the iliac via the left groin to go up and over to fix the right common iliac artery. However, it was noticed that the sent had moved off the balloon. When the physician went to remove the balloon and the stent, the stent remained in the left iliac artery. Approximately 4 hours into the case, an attempt to remove the stent was performed using multiple snares, but was unsuccessful. It was then decided to send the patient for surgery to remove the migrated stent from the left common femoral artery and patient was transferred to another facility for surgery. No patient complications were reported and the patient status is fine.